Event description:
In 2008, the lay user/pt contacted lifescan alleging there was an error 5 issue with the one touch ping meter. The pt did not allege any symptoms. The pt did not take any action regarding treatment due to the issue. The pt denied seeking medical attention. The issue was not resolved with a new vial of test strips. The test strips were in good condition. The pt's testing technique is correct. The product is not new. This complaint is being reported because the issue was not resolved through troubleshooting. The pt did not allege any injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.